Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03999.

Event description:
It was reported during initial surgery that the femoral inserter handle tip broke off in implant after inserted into patient. They were able to extract the stem from the patient in less than 2 minutes. They removed the broken tip from the implant with appropriate tool. Another inserter handle was used and the stem was inserted into patient right away. The whole incident took less than 5 minutes to correct. Attempts have been made and additional information on the reported event is unavailable at this time.